Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has recorded inappropriate atrial tachy response episodes due to far-field oversensing (ventricular signals sensed in the atrial channel). Technical services reviewed the case and indicated that the atrial blank period might not be adequate. This ICD remains in service and no adverse patient effects were reported.